Event description:
A customer reported that during multiple cataract surgeries, several handpieces indicated occlusion in the ¿sculpting¿ phase. The issue also occurred when the handpieces were held outside of the eye in a cup of bss (balanced salt solution). Changing the phaco tips and sleeves did not resolve the problem. The handpieces were exchanged to complete the cases. There was no patient harm reported.

Manufacturer narrative:
A sample has been received and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).